Manufacturer narrative:
Investigation results: visual examination of the returned device revealed that there is no exposed glass fiber tip remaining. Examination under magnification revealed the pattern on the tip face that is consistent with the tip or a portion of the tip breaking off. The condition of the returned device confirms the reported event. The device was damaged before use. Therefore, a review and analysis of all available information indicated that the most probable root cause is handling damage. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that an accumax 200 laser fiber was opened for use during a ureteroscopy procedure performed on (B)(4) 2017. According to the complainant, opening the sealed package it was noted that the fiber tip was detached. The device was not used and the procedure was completed with another accumax 200 laser fiber. There were no patient complications at the conclusion of this procedure and the patient was reported to be fine.

Manufacturer narrative:
(B)(4). The device has been received but an evaluation has not yet been performed; therefore, a failure analysis is not available. If there is any further relevant information received, a supplemental medwatch report will be filed. At this time, we are unable to determine the relationship between the device and the cause for the event.

Event description:
It was reported to boston scientific corporation that an accumax 200 laser fiber was opened for use during a ureteroscopy procedure performed on (B)(6) 2017. According to the complainant, opening the sealed package it was noted that the fiber tip was detached. The device was not used and the procedure was completed with another accumax 200 laser fiber. There were no patient complications at the conclusion of this procedure and the patient was reported to be fine.